Event description:
The lay user/patient contacted lfs alleging that his one touch ultra meter does not power on. A medical surveillance specialist (mss) sent follow up questions and obtained the following info.: the pt mentioned that a couple of weeks ago he had seen the battery icon on the meter; however, did not replace the battery. In 2009, the pt attempted to test his blood glucose; however, the meter would not power on. Later that night he went to dinner and had injected less insulin since he did not know what his readings were and claims that may be why the following morning he felt unwell. The next day at 11:00am, the pt felt as if his blood glucose was running high; however, was not sure if it was due to high blood glucose or low blood glucose. He felt a bit sick and nauseous and claims the symptoms went away two days later. The pt did not treat himself based on the symptoms. During the two days when he exhibited the symptoms, he decided to look into his diary and follow his diet the week before so he would obtain similar readings. The pt took the same amount of insulin and the same amount of food that he took last week for the week of the 21st. The pt did not seek any medical attention or contact his physician for assistance. Once he felt better, he went see his friend who is a pharmacist and was given a replacement battery from another lfs meter and started to test his blood glucose. Prior to the event, the pt has not replaced the battery per the owner' booklet, the pt was using the correct vial of test strips, the test strips were inserted all the way into the meter and the meter powered on, the meter is not a new product (out of box). Customer service sent the pt a replacement meter. The pt has had the meter for 3-4 years. The complaint is being reported since the pt was unable to test his blood glucose due to the alleged issue and exhibited symptoms suggestive of either. Hypoglycemia or hyperglycemia for two days and there was delay in treatment since he reportedly did not know whether to treat himself for low or high blood glucose symptoms, after the product issue.

Manufacturer narrative:
Lifescan (lfs ) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.